Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator. In addition, the adhesive on the bending section cover had wear, the forceps channel port was shaved, the suction cylinder was shaved and dirty, the switch box had a dent, the universal cord had a dent and scratch, the scope connector had a dent, the universal cord was deformed, bending angle in the up/right direction did not meet standard value and play of the up/down knob is out of standard value due to wear of the angle wire, and there were scratches on the scope connector cover, switch 1, grip, plastic distal end cover, and the protector of the universal cord on the scope connector side. Due to annual inspection, parts must be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The loaner scope was sent to an olympus service center for evaluation after being returned from a customer site. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no complaint from the customer and no harm or user injury reported due to the event.

Event description:
The following information was received. - the subject device is olympus demo/standby asset. - the even was found in workshop during initial check.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information to b5 of the initial medwatch. The following information was received. - the subject device is olympus demo/standby asset. - the even was found in workshop during initial check. Correction to g3 of the initial medwatch. The aware date should be 22-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.